Event description:
The patient was received the scs system on (B)(6) 2007. It was reported the patient had trouble initiating a communication between the charger and the ipg. It was also noted the patient has significant weight loss. A spacer kit was sent to the patient, which has helped the patient to initiate communication between the devices. However, the patient feels it has not resolved the issue entirely. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.